Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depression, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), embedded device ("migration of essure device:left side coil protruding out and embedded in the uterus") and fallopian tube perforation ("fallopian tube perforation") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), alopecia ("hair loss"), fallopian tube perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), epistaxis ("nose bleed") and pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, arthralgia, back pain, fatigue, dyspareunia, urinary tract infection, headache, urinary tract disorder, embedded device, alopecia, fallopian tube perforation, epistaxis and pelvic discomfort outcome was unknown, the genital haemorrhage, dysmenorrhoea, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and nausea had resolved and the bladder disorder had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, epistaxis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:event abnormal bleeding (vaginal, menorrhagia), uti, apareunia,migraines / headaches, bladder or urinary problems or changes, migration of essure device location of device: outside left fallopian tube and embedded ion uterus,nausea, perforation (fallopian tube), weight gain, pelvic pressure, hair loss,nose bleed added.reporters,concurrent condition,lab data,events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ cramping'), embedded device ('migration of essure device:left side coil protruding out and embedded in the uterus') and fallopian tube perforation ('fallopian tube perforation') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and incompetent cervix. Concurrent conditions included body mass index normal, sore throat, respiratory tract congestion, head throbbing, pneumonia and cough. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder/problems or changes"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), epistaxis ("nose bleed"), pelvic discomfort ("pelvic pressure") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with miconazole nitrate (monistat) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, embedded device, fallopian tube perforation, arthralgia, back pain, fatigue, dyspareunia, urinary tract infection, headache, urinary tract disorder, alopecia, epistaxis, pelvic discomfort and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and nausea had resolved and the bladder disorder had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, epistaxis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received- new event pelvic pain was added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ cramping'), embedded device ('migration of essure device:left side coil protruding out and embedded in the uterus') and fallopian tube perforation ('fallopian tube perforation') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and incompetent cervix. Concurrent conditions included body mass index normal, sore throat, respiratory tract congestion, head throbbing, pneumonia and cough. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder/problems or changes"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), epistaxis ("nose bleed"), pelvic discomfort ("pelvic pressure") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with miconazole nitrate (monistat) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, embedded device, fallopian tube perforation, arthralgia, back pain, fatigue, dyspareunia, urinary tract infection, headache, urinary tract disorder, alopecia, epistaxis, pelvic discomfort and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and nausea had resolved and the bladder disorder had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, epistaxis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.